Manufacturer narrative:
No sample is available for the MFR to evaluate. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: alleged issue: balloon won't stay inflated with air. The issue is that in order to keep the balloon inflated, they had to keep putting air in to keep it inflated until the procedure was done. No pt injury reported. No pt injury reported. Pt current condition is fine.